Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(4).

Manufacturer narrative:
The reported event for explant due to issue with recharging the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery and patient forgot to charge. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. There is sufficient information in the IFU regarding charging of the ipg battery. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.